Event description:
According to the available information the device was explanted and replaced due to a broken pump at the tubing juncture.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specifications prior to release. No trends were noted for complaints and there were no non-conforming reports or CAPA's that were confirmed in veeva to be associated.

Event description:
According to the available information the device was explanted and replaced due to a broken pump at the tubing juncture.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with the either cylinder 1 or cylinder 2. The information received indicated the device had broken tubing, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.